Manufacturer narrative:
D4: the part number / model number, lot number or product sizing information for product unfortunately was unknown. The end user only stated that aquacel ag surgical cover dressing was used, although the complainant was unable to provide the exact icc (product reference code). Therefore, the nearest model number 412010 has been captured. E1: name of the hospital: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 9618003.

Event description:
The end user reported that the company's known dressing was difficult to remove with excess adhesive residue. The end user stated that the dressing was twelve inches long. The dressing had been applied to the right anterior hip, and status post (s/p) hip replacement surgery had been performed by a doctor at the hospital. It was mentioned that the date of surgery was (B)(6) 2025, and the patient had been instructed to remove the dressing on (B)(6) 2025. The surgeon had instructed her to leave an incision open to the air (ota). The end user stated that she had followed the dressing removal instructions provided on the patient education sheet, using the taffy pull technique and had removed the dressing very carefully. There was no drainage from the surgical site. The surgical site measured about five inches long. The dressing had been applied in a vertical orientation starting near the inguinal crease. Most of the dressing was released easily and cleanly from the skin; however, the superior portion of the dressing located within the inguinal crease was well adhered and a little painful to remove, which left gummy adhesive residue. The residue reminded her of glue, but she was able to gently remove the residue in the shower; however, the tackiness remained on the skin. When she applied her black underwear, she later noticed little black specs on the remaining adhesive because her underwear had stuck to the adhesive. She stated that she had contacted her surgical team, but it did not require medical intervention. No photo was available at that time.